Event description:
Customer complained about sensor reading discrepancies. Customer reported that the sensor was reading around 90 mg/dl and the insulin pump was going into threshold suspend but her blood glucose was over 300 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.